Event description:
The site reported that a patient developed endophthalmitis 2 months after cataract surgery and had their light adjustable lens (lal) explanted. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The site reported that the patient had cataract surgery in (B)(6) of 2022, then 2 months later, in (B)(6) of 2023, they developed endophthalmitis. The cause of the endophthalmitis is unknown, but the treating physician believes the endophthalmitis was not related to rxsight technology. Additionally, the treating physician believes there might be a correlation between the patient's prior dental work and the endophthalmitis. Manufacturer reference #: (B)(4).